Manufacturer narrative:
Per tandem¿s user guide: ¿the needle is not intended to go all the way in, so do not force it.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer damaged multiple cartridges by inserting needle past the stopping point. They believe they pierced the inside pouch but reported there were no leaks. There was no reported adverse impact to the customer's blood glucose level. A cartridge change was performed resolving the issue.